Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter said, the keypad buttons are harder to push over the past month. He said the up and down arrow buttons activated delayed pump responses. The patient reportedly cleans the pump with soap and water. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.